Manufacturer narrative:
The patient found that the tip of the pen needle she had puchased from a pharmacy had a burr. The patient reported that the injection was abnormally painful. The patient replaced the needle to complete the injection. There were no issues wit hthe new replacement needle. Review of production records showed no abnormalities or deviations from validated manufacturing process for the main batch 221319. In-process control for the needle tip to the cannula is 100% completed before the inner protective cap is fitted. No issues could be found.

Event description:
The patient found that the tip of the pen needle she had puchased from a pharmacy had a burr. The patient reported that the injection was abnormally painful. The patient replaced the needle to complete the injection. There were no issues wit hthe new replacement needle.